Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. The customer confirmed the reported display issue. The customer reported that replacing the gui corrected the issue.

Event description:
The caller reported that the display was dim. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified, estimate used.